Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 315 mg/dl and 170 mg/dl (system 1) and 150 mg/dl (system 2). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.